Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check patient line, this situation occurred during fill 3. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that he was told in the past to change out the cassette if he gets this alarm so the hp did this in the middle of the fill. The hp stated that the hc went back to press go to start. The tsr explained that the hp should call baxter if he gets a check patient line alarm instead of starting over with a new cassette. The tsr asked the hp if he changed out the bags when he changed the cassette and he did not. The tsr explained that if hp changes a bag or the cassette the hp had to change the whole set up or run a high risk of infection. The tsr advised the hp to end therapy and either start over with new supplies or finish manually. The hp would finish manually. The tsr assisted the hp with ending therapy procedure then advised the hp to call the nurse and let her know what happened. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the nurse on (B)(6) 12. The nurse stated the issue was not reported and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was not confirmed for use error and the cause was undetermined.